Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 01/07/2016 a medtronic representative performed an imaging system check-out, mechanical, cable grade and safety inspection areas passed. Imaging modalities test failed. Dark and misshaped images in 2d & 3d. The medtronic representative checked x-ray and image quality. Images looked dark and has stitches artifact. Traced issue to corrupted file in the images folder, replaced it with original folder came with the detector. Issue resolved. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative, radiographic technologist (rt), reported that after calibrating the site's imaging system the previous day, she was doing image quality testing and could not obtain a good quality image. The 2d images were showing up on the mobile viewing system (mvs) as too bright/white and 3d images were showing up on mvs as too dark and unable to make out anatomy. In trouble-shooting, the medtronic representative adjusted imaging technique (kv and ma) a couple different ways with no change. She noted that she sent two 3d scans to the s7 and one was normal quality and the other needed adjusting. She ran through rad and fluoro gain calibrations but that did not resolve the issue. There was no patient present when this issue was identified.